Event description:
The customer reported collimator iris pot error. Pt involved, but not injured. They were able to complete procedure without problem over past 3 months.

Manufacturer narrative:
The ge service rep collimator iris error was being displayed during bootup. They were able to bypass by pressing any key when trying to adjust collimator. Errors were also being displayed. The rep replaced ffb and tested system. System operates as intended.